Event description:
Implant date: 1992. Pt complained of pain. Revision surgery in 1994 to remove fractured screws, repair pseudoarthrosis, and extend the level of fusion. Explanted in 1995. At this time the medical records indicate a solid fusion.